Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm (air in line), which occurred on the homechoice during dwell 2 of 4. The caregiver (cg) stated one of the supply bags fell and the spike came out. The cg stated they would complete therapy using manual supplies. Proper procedures per the user manual were reviewed with the cg. Product surveillance spoke to cg. The cg stated the set-up was discarded and lot number was unknown. The home patient completed therapy via manual exchange. The dialysis nurse was notified of the incident by the cg. No patient injury or medical intervention was reported. No additional information available.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was not performed as the lot number was unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq(B)(4). Based on the information obtained during baxter's investigation, the cause of the alarm was due to the user placing the solution bag on an unstable surface and the solution bag disconnected during therapy. The results of a label review revealed that users are warned to place the solution bags on a flat, stable surface and to not stack bags. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. The baxter technical service representative reviewed proper procedures per the user manual with the care giver.